Event description:
Falsely elevated troponin I results of greater than 0.90 ng/ml were obtained on three patient samples. The results were reported to the physician who questioned the results. The samples were retested and results of <0.04 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was contamination of the flex cartridge from the r2 probe from the drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was contamination of the flex cartridge from the r2 probe from the drain. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.